Event description:
It was reported that during follow up no pacing information was available and the device displayed invalid data. It was also reported that the device had a power on reset. The device was interrogated and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk file (B)(4) shows parity error count of one, addr=225e, data =40, on (B)(4) 2012.